Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient presented to the emergency room with complaints of acute right hemiplegia, aphasia, and intense dizziness. The patient experienced intracranial bleeding and subsequently expired two (2) days later. The device was not returned to the manufacturer for evaluation despite attempts made to obtain it, however, the therapeutic team does not believe the reported event was related to the device. Review of the log files revealed a decrease in estimated flow and power consumption to below normal operating range; waveform trends of this nature may be indicative of a change in patient state. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding, stroke, and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
The patient arrived at the emergency department with complaints of acute, right, hemiplegia, aphasia and "sorporosem condition". The patient underwent an osteoplastic craniotomy to the left occipital lob, with hematoma removal. His condition reportedly worsened due to complications with infection. The cause of death was determined to be heart failure. The therapeutic team did not report a causal relationship of the device to the reported event. The device will not be returned to heartware for evaluation as it is not believed to be related to the patient's death by the site.

Event description:
Approximately three year and two months post hvad implantation, this patient experienced intracranial bleeding and expired two days later.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. (B)(4).

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned.